Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the out of range impedances have not been resolved at this time, and the cause has not been determined. The contacts noted to be out illustrated high impedances and additionally one low impedance pair. The patient has been programmed to satisfaction. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39286-65, serial/lot #: (B)(4), ubd: 28-may-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that electrode impedances were out of range. Impedance testing was run multiple times which illustrated values being out of range. The rep reprogrammed without using oor contacts to patients satisfactions. Issue not resolved at this time. Impedance values remain oor however are not being used. No further complications were reported/anticipated.